Manufacturer narrative:
Correction: h10 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 15/oct/2021, a patient contact reported to fresenius customer service this 81-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with pseudomonas paronychia and a white blood cell (wbc) count of 1854/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the pdrn conducted a home visit and found nothing wrong with the patient¿s technique during pd therapy. The patient was not hospitalized for this event and prescribed intraperitoneal ceftazidime at 1000 mg every day for three weeks. The patient has recovered from this event and remains asymptomatic. It was confirmed, though the source of the patient¿s peritonitis was unknown, the root cause of the patient infection was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues pd therapy on the same liberty select cycler following this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis cannot be determined as there was no confirmed source; however, it was confirmed this infection was not caused by a deficiency or malfunction of any fresenius product(s) or device(s) by a medical professional. This is further evidenced by the presence of a nosocomial pathogen that is associated with a recent antibiotic course or other indications. Therefore, the liberty select cycler and liberty cycler set can be excluded as a source of the patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On 15/oct/2021, a patient contact reported to fresenius customer service this 81-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with pseudomonas paronychia and a white blood cell (wbc) count of 1854/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the pdrn conducted a home visit and found nothing wrong with the patient¿s technique during pd therapy. The patient was not hospitalized for this event and prescribed intraperitoneal ceftazidime at 1000 mg every day for three weeks. The patient has recovered from this event and remains asymptomatic. It was confirmed, though the source of the patient¿s peritonitis was unknown, the root cause of the patient infection was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues pd therapy on the same liberty select cycler following this event.